Manufacturer narrative:
B3: date of event (day) is unknown. Device evaluation: one sample was received. Visual inspection with magnification revealed a small hole near the shoulder of the syringe barrel, thus complaint confirmation. The condition of the sample was such that it was not possible to conduct a leak test. The noted damaged would result in leakage to occur. The DHR information for this lot, indicated that the product met the established acceptance requirements.

Event description:
It was reported that the outer tube was cracked. This occurred while in patient use at the facility. There was patient involvement and no patient harm/adverse event reported.